Event description:
The event is reported as: complaint alleges: "pt reported receiving the product folded in half. Because of this, he was unable to straighten out the tube on the cath. He used 4 of these and none of them would straighten out. Within a week of use, bleeding occurred, infection set in, and the pt went to the doctor for treatment. After the treatment, the pt is fine". No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.